Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the pt. It was reported, that they always have it off. They just wanted proof, that it wasn't on. Pt had a brain tumor 1/5 of the size of their brain. The implant worked fine. It was already off. The stimulator actually causes them pain. So at this time, pt uses the pain pump much more. All is good now. No new information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states that they are suspecting a possible detachment of one lead from the ins. An x-ray recently taken could not clearly indicate to the radiologist if the lead was in the header block and the caller went on to note a CT scan would be done to further investigate. The caller mentioned and inquired about broken leads but confirmed at this time there is no indication of a lead that was broken--technical services (tss) reviewed considerations around broken leads and disconnected leads specifically as it relates to MRI. Tss noted that a disconnected lead would qualify as abandon and a broken, but still in the header, lead would have full body potential assuming all other conditions were met. The caller mentioned at the end of the call that the pt's parents said the stimulator has 'not worked for years' but caller has no idea what that means--tss including this info in this record as they could be reasonably related. The caller had no event date(s) or info on managing doc. Tss advised finding out who the doc is and reaching out to them to see if they can provide info. Tss reviewed an impedance/integrity check of the system will help them to determine if there is a lead issue and/or an ins issue.